Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic. It was reported that patient said they had 2 weeks of good symptom control but now their symptoms have returned and they are back to square one but in a different way. During call, it was reviewed how to increase stim and change programs. Additional information was received from the patient. They reported that they've been having a lot of problems keeping therapy effectiveness. The patient stated they've changed the settings themselves and have tried different programs however nothing seemed to be working though each time they changed it they'd allow their body time to respond to the changes. The patient stated they'd give it a week "or whatever," but it seemed to be getting worse. The patient was unable to provide a date for when these issues began. The patient stated there were times it did work but then they'd have a return of symptoms and they had to start back at square one. The patient stated they've gone through nearly every setting and their managing health care provider (hcp) didn't know anything about their implanted system to help them make any changes so the patient inquired about having a manufacturer representative (rep) at their next appointment. The patient stated they've worked a manufacturing representative (rep) "maybe 3 times," since they've been implanted and the rep had been notified of their issue each time however the patient could not recall names. The patient stated when they met with the rep, the rep would check the implant with their "computer" and make changes to the patient's settings. The patient stated at their current program, they weren't able to control their bowels. Assisted the patient with switching programs on the call and the patient increased the stimulation to a level where they could feel the stimulation comfortably in their bike seat region. The patient was going to monitor their symptoms now that a change had been made, but in the meantime they were also going to reach out to their hcp to schedule an appointment to check the implanted system and to request to have a rep present at the appointment. On 2022-08-08 additional information was received from the patient. They reported that once they adjusted it, it was working for their symptoms for a while, however it stopped working for them again and their symptoms were getting worse (they thought it might have begun in the beginning of (B)(6)) and they'd wanted to increase the stimulation higher however they weren't able to "do it properly," so they switched to a different program but that program wasn't helping them so they called for assistance in making a change to their settings. Please note, the pt was hard to follow and they were initially having difficulties with using their programmer however the issue resolved with education on the call. Patient services (ps) guided the pt to switching to turning off their stimulation and switching to their previous program to address increasing the stimulation. The pt turned the stimulation back on and began to increase it, however they were feeling a "vibration" down one of their legs so they backed it down and stated they still felt a vibration in their thighs. The pt stated they hadn't felt the stimulation in their thighs in the past and that this was a new development "probably" starting in the beginning of august. The pt then stated they felt it at "the" (implant) "site", but then later said they weren't feeling it at "the site," and that they were just feeling a vibration in their thighs. The pt denied having had any falls or traumas occur since they last called and ps had the patient turn the therapy back off and the pt switched to another program. Ps had the patient decrease their stimulation down to 0 v before turning the therapy back on and the pt stated "that's better. I still do feel it in the legs a bit though." The pt confirmed they saw no lightning bolt in the upper left-hand corner and that the therapy was still off however they stated it was still delivering stimulation. Ps reviewed device function and stimulation expectations and the pt still stated they felt a "vibration in me." Ps had them turn the therapy back on and they confirmed seeing the lightning bolt in the upper left-hand corner and began increasing the stimulation. Again, the pt stated they were feeling the stimulation down their leg (in their thigh) but they did feel it a little in their bike-seat region as well. They then stated they've been having some unrelated pain in their side and that the pain traveled down their leg, to their back because they did yoga and stated it was possible that they stretched that side, and that it may be from the yoga or arthritis. Ps reviewed it might be best to have their managing health care provider (hcp) and a manufacturer representative (rep) check their ins to make sure all was well as the pt stated they weren't sure if the "vibration" in their legs was from the stimulator or from their pain from doing yoga. Ps asked the pt if they noticed their symptoms returning around the same time they started feeling the vibration in their thighs and the pt stated they "wouldn't be able to say that. The pt increased their stimulation a bit more and claimed they felt it in the vaginal area but that they were still feeling it in their thighs, like a "tightness," though they had been standing a lot. They increased more and confirmed while there was still a tightness in their leg, they were feeling it "sorta" to the left of their vaginal area, pulsating, and in their upper left thigh (but more towards the bike seat area). The pt was going to monitor their symptoms and follow up with their hcp to check the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they will be meeting with the health care professional on (B)(6) 2022 and that the mdt rep was called to help with the settings.